Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed threshold suspend and the display was split in two sections. During the call it was found that the customer was experiencing low blood glucose and was confused. Customer's blood glucose was 45 mg/dl. During troubleshooting, she indicated she was disconnected during prime, the drive support cap was normal, the reservoir was showing the same amount of insulin than shown on the status screen and the insulin pump was not exposed to magnetic field. She treated with juice and it went to 60 and then 88 mg/dl. The device will not be returned for analysis.